Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 45.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 7.8-11.3cm from the distal tip. External insulation abrasion was found at 40.2-40.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.